Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor fracture (overstress). The distal conductor was over-retracted and fractured within the connector. There was also deformation/fracture of the proximal section of the inner coil, and the lead was stretched with inner insulation kinked/buckled.

Event description:
It was reported that during the implant procedure, the lead needed to be repositioned. The helix was retracted to move the lead, and then the helix would not extend again. The lead was not used. No patient complications have been reported as a result of this event